Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. Reportedly, the patient had inflammation in the incision site then found a milky greenish liquid. No adverse patient effects were reported. The lv lead was surgically abandoned.